Manufacturer narrative:
No patient results involved. A beckman coulter (bec) field service engineer (fse) was at the customer's site and evaluated the instruments performance. The fse observed micro-bubbles in the wash pump piston chamber during priming. The fse determined a malfunctioning seal in the wash pump was the cause of the failed system check. A malfunctioning seal which introduced air into the fluidics system could potentially affect the system washing function and thus has the potential to generate erroneous results. System check performed after the replacement of the seals met specifications. The cause of this event is a hardware malfunction. System parameters recovered within specifications after replacement of the pump seal. Bec internal identifier for this event is (B)(4).

Event description:
The customer reported system check failures on their access 2 immunoassay system (B)(4). The potential existed for erroneous patient results to have been generated but no patient results were questioned. A beckman coulter (bec) field service engineer (fse) was at the customer's site and evaluated the instruments performance.